Manufacturer narrative:
The insulin pump was received with an unreadable display due to a cracked and bleeding lcd glass. The insulin pump could not perform the displacement test due to the cracked and bleeding lcd glass. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a cracked screen after it had hit the ground when the customer fell onto it. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.